Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that upon evaluation of the errors obtained on patient samples, it was discovered that the count per second (cps) were low, suggesting no substrate was dispensed. Ccc instructed the customer to check the substrate tubing leading from the substrate reservoir and the customer stated it was kinked and twisted. The customer stated that the operators had been unscrewing the tubing from the substrate pump to empty the reservoir and the tubing could have kinked upon re-connecting the line. Ccc provided an alternative instruction and instructed the customer to prime the lines. Precision testing and quality controls were run, resulting within range. The cause of the discordant gh and shbg results is a human factors issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant growth hormone (gh) and shbg (sex hormone-binding globulin) results were obtained on patient samples on an immulite 2000 xpi instrument. At the time the patient samples were run, many samples produced instrument errors instead of results. The discordant results were reported to the physician(s). The samples were repeated on the same instrument after troubleshooting, resulting as expected. The corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant gh and shbg results.